Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the ECG external input connector can no longer be inserted all the way in on cs300 intra-aortic balloon pump (iabp). There was no patient harm or injury.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the position of the ECG external connector had shifted due to strong external force. After disassembling the device, the fse corrected the connector position to the correct position. The fse checked the connection status of the connector and input a signal using a simulator to confirm that it was working properly. Technicians remarks was it seems that the position of the ECG external connector has shifted due to strong external force. After disassembling the device, we corrected the connector position to the correct position. After the work, we checked the connection status of the connector and input a signal using a simulator to confirm that it was working properly.